Event description:
It was reported that the wake button was delayed in responding to touch. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided. Customer continued to use the pump for insulin therapy.